Manufacturer narrative:
B4: 28jan2019. G4: 25jan2019. The customer replaced the flow sensor assembly to address the issue and the ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 07jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator was failing the oxygen flow accuracy test. No patient involvement. Event date not specified; estimate used.